Event description:
It was reported that a user experienced a hypoglycemic event while asleep and self-treated with rapid-acting carbohydrates, and review of the device report by support did not show glucose values below range. Symptoms included hypoglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included review of available device data and user-reported information, along with troubleshooting and education. Investigation of this case revealed no device malfunction detected and no alarms reported, with the event cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.